Manufacturer narrative:
Two (2) expedium si quick-connect polyaxial screwdrivers [product code: 2797-12-400] were returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that both drivers had fractured distal tips. The second half of the broken tips was not provided for evaluation. The fracture analysis report suggests that the fractured tips underwent quasi-static overload torsional shear failures starting at the hex lobes and extending to the centers of the shafts, the potential fracture termination sites. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the driver tips becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tips underwent quasi-static overload torsional shear failures starting at the hex lobes and extending to the centers of the shafts, the potential fracture termination sites. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reported by rep: placing screws into very hard bone and the screwdriver interface broke. All pieces were retrieved and I gave him another screwdriver. No adverse consequence to the patient.